Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse looked into the log files and found that there was one error #59 " fault # 59 (log only message for fan speed)" (both fans) that seemed to occur at about the time that the unit shut down, this also appeared to coincide with the transition to the second battery. The fse tested the system and did not duplicate the issue. The power log indicated that battery #1 ran from 17:01 to 18:36 before it switched to the second battery, both batteries ran for more than 90 minutes each while the fse was testing them. The fse then replaced the power management board as the common link to the battery transition and the fan warning (both fans at the same time). The fse then completed a full pm and let the iabp run for a full night/day without any issues. All functional and safety tests and calibrations passed to factory specifications. The unit was released for clinical use.

Event description:
It was reported that during a patient transport the cardiosave intra-aortic balloon pump, shut down without warning and that the first battery seemed like it did not run very long. The therapy was delayed by 5-7 minutes according to the clinical contact, however, there was no patient harm and no adverse event was reported.

Event description:
It was reported that during a patient transport the cardiosave intra-aortic balloon pump, shut down without warning and that the first battery seemed like it did not run very long. The therapy was delayed by 5-7 minutes according to the clinical contact, however, there was no patient harm and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10. The supplier returned the power management board to the national repair center (nrc). The supplier verified the failure of iabp shut down and replaced component u16. The supplier installed the required rework, and that the board passed testing. A senior repair technician inspected the power management board and observed no visual damage to the board. The national repair center installed the board into the cardiosave test fixture and tested the board to factory specifications per procedure, and cardiosave service manual, and the board passed testing. The board will be packaged and labeled and sent to stock per procedure.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10. The suspected faulty power management board was returned to getinge¿s national repair center (nrc) for evaluation. A senior repair technician inspected the power management board and observed no visual damage to the board. The national repair center installed the board into the cardiosave test fixture and tested the board to factory specifications per procedure. The national repair center could not verify the failure of the unit shutting down. The board passed testing. The board is to be sent to the supplier for failure analysis per procedure and upon the inspection of the board per procedure the installation is required. A supplemental report will be submitted upon completion of this investigation.

Event description:
It was reported that during a patient transport the cardiosave intra-aortic balloon pump, shut down without warning and that the first battery seemed like it did not run very long. The therapy was delayed by 5-7 minutes according to the clinical contact, however, there was no patient harm and no adverse event was reported.